Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
Call received from field sales associate: on an unknown date in 2014, the patient underwent emergent treatment of an abdominal aortic aneurysm rupture with a gore® excluder® aaa endoprosthesis. According to the report, the patient¿s infrarenal aortic neck was short (length unknown) and thin. The rupture was resolved and the patient tolerated the procedure. On (B)(6) 2017, the patient presented emergently to the facility. A computed tomography scan reportedly revealed a proximal type I endoleak, and a type ii endoleak originating from a single lumbar artery. According to the report, enlargement of the infrarenal aortic neck and a loss of proximal endoprosthesis seal were noted. On the same day, the patient was implanted with two 36mm excluder® aortic extender components to treat the type I endoleak. The type I endoleak was resolved and the patient tolerated the procedure. The physician opted to take a wait-and-watch approach in regard to the type ii endoleak, and will continue to monitor the patient.